Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, an image is provided for a review. The investigation of the reported event is currently underway.

Event description:
It was reported that during an angioplasty procedure of a calcified target legion in the left superficial femoral artery via an ipsilateral approach, the balloon allegedly twisted and had an inflation issue. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure of a calcified target legion in the left superficial femoral artery via an ipsilateral approach, the balloon allegedly twisted and had an inflation issue. There was no reported patient injury.

Manufacturer narrative:
H10: the complaint was reassessed for reportability and determined to be not reportable. H10: as the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, an image is provided for a review. The investigation of the reported event is currently underway. H3 other text : device not returned.